Event description:
It was reported that a stent was deployed, and a thrombus formed in the distal dysplastic segment. The thrombus was immediately resolved with medication. Treatment was planned for a choroidal segment aneurysm. The anatomy was tortuous with difficult access with extremely dysplastic at the neck. An initial distal deployment came back proximal to a1. It was recommended to resheath and to go more distal for greater purchase and anchoring. The second deployment was very accurate both distal and proximal while opposing nicely in the dysplastic segment. A thrombus formed in the distal dysplastic segment and was immediately resolved with integrillin dose. The patient woke up with no deficit. Additional information was received stated that the patient is doing well and was discharged the following day.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The product was not returned for evaluation, but three images were provided by the customer for evaluation. Image 1 is an oblique non-subtracted left ica angiogram. The fred is deployed and spans from the ica terminus to the ophthalmic segment. The fred is fully open, with no obvious thrombus. Image 2 is a 3d angio of left ica with no measurements shown. Image 3 is a non-subtracted radiograph of the skull in oblique projection, coned down. Once again showing the stent to be fully open. None of the images provided show the stent before it was deployed a second time or show the clot that is described "in the distal dysplastic segment". Without further information or images highlighting these conditions, this image review is unable to determine the root cause of the formed thrombus and therefore, this complaint is considered non-verifiable. The instructions for use (IFU) identifies stent thrombosis as a potential complication associated with use of the device.